Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Bottom case was found cracked. Force sensor test error was found in pump event history log. Reported problem was able to be duplicated during power-up test. The root cause of the reported issue was found to be normal wear. Main board did not operate as intended as a result of normal wear. Pump is over 11 years old. Actions were taken to mitigate the reported issue: replaced main board.

Event description:
It was reported that the device was presenting with plunger lever error. No patient injury was reported.